Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device that there were no chipping on the adhesive of the distal end and no leak on the instrument channel at the product shipment. It was confirmed that the product was shipped conforming to the specifications. Regarding the chipping on the adhesive of the distal end, since chipping on the adhesive of the distal end was confirmed, it is considered that external force may have been applied to the distal end and that this phenomenon occurred because of this external force. Regarding the leak on the instrument channel, since damage to the instrument channel was confirmed, it is considered that external force was applied when inserting and removing accessories, etc. And that this phenomenon occurred because of this external force. The instructions for use includes the following statements: important information ¿ please read before use. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was confirmed as an internal cut was identified using a boroscope. Consequently, the biopsy channel was leaking. Further review of the device noted the glue on the forceps cover was peeling and the inlet of the elevator water flow was loose. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the evis exera ii ultrasound gastrovideoscope was not functioning properly. According to the initial reporter, when attempting to use the device in conjunction with the medivator machines, the device reads as not pressurized. There was no patient harm or consequence reported as a result of this event.